Event description:
It was reported that the central venous catheter was being used for fluid resuscitation. Initial access was complicated by the guide wire kinking and was unable to be withdrawn proximally out of the central line. The wire broken and the wire and catheter were both removed from the patient. There were no complications, delay in treatment, serious injury or death reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). Awareness of this event was from a search of the maude database. It is associated to uf report number (B)(4).